Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product - zimmer biomet custom tmj catalog #: tmjpm-1820 lot #: 779200. Foreign - (b)(46). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2022-00140.

Event description:
It was reported that a revision will be performed as one of the screws in the fossa is suspected to be above the zygomatic bone and the whole prosthesis is suspected to be too near to the ear canal. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b4; b5; b7; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The part referenced in this report was determined to be a subcomponent of the part referenced in 0001032347-2022-00140. The investigation and event is captured in 0001032347-2022-00140 and it is the only device that is relevant/related to the event. Therefore, the initial medwatch was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The part referenced in this report was determined to be a subcomponent of the part referenced in 0001032347-2022-00140. The investigation and event is captured in 0001032347-2022-00140 and it is the only device that is relevant/related to the event.